Event description:
During insertion of the guidewire, the physician felt the wire was stuck in the needle. He could not advance or withdraw it. The guidewire and needle were removed together and the guidewire was stuck in the needle "without any possibility by force to be advanced or withdrawn". No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
During insertion of the guidewire, the physician felt the wire was stuck in the needle. He could not advance or withdraw it. The guidewire and needle were removed together and the guidewire was stuck in the needle "without any possibility by force to be advanced or withdrawn". No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer provided one image showing a guide wire inserted through an introducer needle. Signs of use were observed. Visual analysis revealed slight kinking/bending towards the distal end. The customer returned one guide wire assembly and an introducer needle for analysis. Signs of use in the form of biological material was observed inside the needle hub. Visual analysis revealed that the guide wire was lodged inside the introducer needle. One large kink was observed directly to the distal j-bend. Functional testing (see below) revealed that the guide wire was stuck due to a build-up of dried biological material inside the needle cannula. The kink in the guide wire measured 436mm from the proximal weld. The guide wire total length measured 17 7/8" which is within the specification limits of 17 11/16"-18 1/16" per the guide wire product drawing. The guide wire outer diameter measured .0243" which is within the specification limits of .0240"-.0250" per the guide wire product drawing. The introducer needle outer diameter measured .0356" which is within the specification limits of .0355"-.0360" per the cannula product drawing. The cannula inner diameter .0270" which is within the specification limits of .0270"-.0285" per the cannula product drawing. Major force was required to dislodge the guide wire from the cannula. Once freed, large qualities of dried biological material were observed within the coils of the guide wire. Once the dried biomaterial was cleared from the cannula, the guide wire was inserted a second time and passed with little to no resistance. Performed per IFU statement, "straighten 'j' tip of guidewire using straightening tube or arrow advancer as described. Advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing guidewire, dilator, or sheath. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a kinked guide wire due to needle resistance was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked and was lodged inside the needle cannula. Functional testing revealed that dried biological material caused the resistance. The guide wire and the cannula met all relevant dimensional testing, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.